Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.